Manufacturer narrative:
Title: preventive procedure for stenosis after esophagojejunostomy using a circular stapler and transorally inserted anvil (orvil¿) following laparoscopic proximal gastrectomy and total gastrectomy involving reduction of anastomotic tension. Source: bmc surg (2021) 21:47. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2013 and 2019, postoperative to laparoscopic proximal or total gastrectomy, anastomotic stenosis and anastomotic leaks were observed. Diagnosis of anastomotic stenosis required diagnostic endoscopy and treatment with endoscopic balloon dilatation. One patient with anastomotic leak developed anastomotic stenosis and required multiple balloon dilatations.